Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed the customer reported problem. The service technician replaced the power supply to correct the problem. Performance verification testing was completed and the ventilator passed per operating specifications.